Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A system log review shows a sureform 60 stapler instrument was installed on the system 6 times and fired 6 sureform 60 blue reloads. On each install, the first clamp was successful and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors found. A review of images provided by the customer show an open surgical procedure, with a wound retractor used to retract an abdominal incision and expose abdominal organs. The image quality is insufficient to clearly identify all anatomical structures present. Bleeding is observed within the surgical field. A section of tissue with a staple line is visible; however, the images do not allow for detailed assessment of staple placement or tissue approximation.

Event description:
It was reported that after completion of a da vinci-assisted gastric resection procedure, the staple line created with a sureform 60 blue reload resulted with a postoperative leak that required repair via open surgery four days post-operatively. The sureform 45 stapler instrument was inspected prior to use, and no unusual findings were noted. The original surgery was completed as planned, with no delays, and no abnormalities were observed in the resected duodenal stump. The target tissue was not calcified, had not been exposed to chemotherapy or radiation, and there was no tissue bunching or tension. Buttress material was not used, and the device was not fired on a pre-existing staple line. No alarms or errors were reported from the stapler during use. After surgery, the patient developed rising inflammatory markers and symptoms of sepsis, prompting surgical re-exploration. A visible leak was identified in the middle third of the staple line, resulting in insufficient sealing of the duodenal stump; the staple line appeared to be only partially intact. The patient¿s postoperative course has been prolonged, and at the time of reporting, the patient remains in intensive care and is receiving drainage treatment. The stapler reloads are not available for evaluation.